Event description:
The advocate called for help with the customer's microlet2 lancing device. He alleged that it was difficult to eject lancets. On one occasion, he received an accidental needlestick from the device. No other information was provided. It's not known if the lancet had been used by the customer prior to the needlestick. Attempts were made to contact the customer and advocate after the initial call, but customer service was unable to speak with either of them. The customer's device is to be returned for evaluation. A replacement lancing device was sent to the customer.

Manufacturer narrative:
Lancing devices are not 510k cleared. Also, lancing devices are not serialized or assigned lot numbers (so it's not possible to determine the manufacture date). The qa lab evaluated the returned lancing device and found that the housing spring on the device was broken and the device would not eject lancets.